Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. While hospitalized, the patient was treated with unspecified antibiotics (drug name, dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was unknown. Patient recovery status was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.